Manufacturer narrative:
Additional information was received on 08 august 2021 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged irritation in nostrils with eyes that running in water. There was no report of seriuos or permanent patient harm or injury. Additional information was received about the alleged that equipment has often caused swelling and respiratory track irritation. In this report, section h6 has been updated.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged irritation in nostrils with eyes that running in water. There was no report of serious or permanent patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously marked additional MFR narrative incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.